Event description:
It was reported that the device delivered inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). No intervention and no patient symptoms were reported.